Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during the surgery of arthroscopic meniscal repair, could not fire. The surgeon reported that the plastic sleeve was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, it was observed the label of the packaging. The photo do not provide enough evidence to confirm this complaint. Hands on analysis should provide the evidence necessary to discern a root cause. A manufacturing record evaluation was performed for the finished device lot number: 6l98345, and no non-conformances were identified. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 392 devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. Investigation summary: according to the information received, it was reported that during the surgery of arthroscopic meniscal repair, could not fire. The surgeon reported that the plastic sleeve was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number: 6l98345, and no nonconformance were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic meniscal repair procedure on (B)(6) 2021, it was observed that the omnispan meniscal repair 27deg device did not fire as the plastic sleeve was damaged. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.